Event description:
Information was received alleging the device fails to alarm. The device was reportedly in patient use, however there was no reported patient harm or injury. The device was returned to the manufacturer for evaluation. During the repair evaluation, the customer's complaint of the device not alarming was confirmed. The device was evaluated by engineering for root cause of the alarm failure. The failure was caused by a damaged alarm board. The extent of mechanical damage to the alarm board and bottom enclosure is indicative of the device being dropped from a significant height or with extensive force.